Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jan-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the pyxis application displayed a bio ID device requires maintenance error during user login. A field service engineer (fse) found that biometric identifier (bio ID) showed no indicator lights. The fse followed the applicable knowledge article to reinstall the lumidigm software; however, the issue persisted. The fse swapped the bio-ID device and universal serial bus (usb) cable with known working components, but the error and lack of illumination continued. The fse reimaged the device to pas es version 1.7.4 per the approved reimage instructions and identified that the image did not include updated component manager and rss. The fse uninstalled the existing component manager and rss, then installed component manager version 5.31 and rss agent version 4.12. The issue was resolved. The system functioned as intended after field service engineer troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es biometric identifier device displayed a requires maintenance error when the user attempted to log in. However, there were no delays or adverse events or injuries reported based on this event.